Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent an initial right hip arthroplasty on (B)(6) 2015. Subsequently, patient developed a hematoma in the gluteal region from a microscopic fracture of calcar on (B)(6) 2015. These issues resolved on (B)(6) 2015 without surgical intervention.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed because the manufacturing date could be: september 16, 2014. Or the manufacturing date could be: september 23, 2014.